Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that will not power on. This event was reported to have occurred during clinical use but there was no allegation of harm with this report.

Manufacturer narrative:
No patient information provided by the customer. Assy, power supply, 2nd gen, esprit was returned. Visual inspection of the power supply revealed no evidence of damage or contamination. The power supply will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The power supply was attached to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of c56 (lot code: 34 iii hh) was monitored, which revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 7.28v. The unit has been archived and removed from service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred; there was no allegation of patient harm. There is a relationship of the device to the reported problem. The failure of c56 prevented the power supply from operating on ac power.